Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the battery error message. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for the use of this device remains acceptable. (B)(4).

Event description:
It was reported to resmed an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident.